Manufacturer narrative:
Western became aware of this product issue through receipt on 7/25/2016 of a copy of the user facility (uf) report sent via us mail from the FDA ((B)(4)). Western phoned the initial reporter on 7/26/2016 for additional information. On 7/27/2016, western spoke with the initial reporter and emailed questions regarding the device and event and requested response. Western followed-up with the initial reporter for the requested information on 8/3, 8/12, and 8/23/2016. Western was advised that the requested information is still being worked on and that there is no further information or progress to report. Based on information provided in the uf report, the insufflation device being used contained a regulator manufactured by western medica. The reported device serial number, (B)(4), indicates the device is an m1 series pressure regulator that was manufactured in june 1997 and was approximately 18.8 years old at the time of the reported issue. The uf report stated that there is a pressure gauge on the regulator and that this gauge is physically damaged and does not work. The report that the regulator gauge is physically damaged is indicative of impact of some nature to the gauge during customer use and handling. The uf report stated that evaluation of the device showed that, other than the broken gauge, the system works as it should. The regulator keeps the pressure between 19 and 21 psi through the entire range of the main valve opening. The control valve works with no leaks. Overall the device works like it should. As the product was not returned to western, the subject device could not be evaluated. At this time, based on the information provided, western has concluded that the physical damage to the gauge is the result of impact of some nature from customer mis-handling. Western will continue to follow-up with the initial reporter for the information requested, including return of the subject device. Device not returned to manufacturer.

Event description:
Uf report event description: during the procedure, a bowel perforation occurred; the on-call blue surgery team was called and came to assess patient and assume care. Correction: this was a stomach perforation secondary to insufflation, not a bowel perforation. The insufflation device in question is a standard 6 pound compressed gas tank with a pressure regulator and a pinch type flow controller attached to the output tubing such as the one used to manually control flow in an intravenous setup. The tank was supplied by (B)(4). The regulator is made by western medica. There is a pressure gauge on the regulator. This gauge is physically damaged and does not work. There is a valve with a push button actuator attached to the output of the regulator. A section of IV tubing is attached to the output of the valve. On the tubing is the pinch type controller. Evaluation of the device showed that, other than the broken gauge, the system works as it should. The main valve on the tank opens and closes to control the flow of the gas. The regulator keeps the pressure between 19 and 21 psi through the entire range of the main valve opening. The control valve works with no leaks. The pinch controller on the tubing controls the flow of the gas. I do not have an accurate way to measure the flow. Overall the device works like it should. I was not able to find any specification for the flow and pressure, so I can't make a judgment as to whether the flow and pressure are within the normal range used for this procedure. I ordered a new pressure gauge (B)(6). That is the only defect I could find. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).